Manufacturer narrative:
The device is not available for evaluation, however, a device history review should be performed.

Event description:
The event involved a microclave® vial adapter where the customer reported that when attaching the adaptor to the vial, the vial was leaking. There was unknown patient involvement, but harm was not reported as a consequence of this event.

Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable root cause is unable to be determined. The DHR was reviewed, and no nonconformities were found that would have led to the reported complaint.